Event description:
Indication: chronic inflammatory demyelinating polyneuritis---frequency: infuse 75gm (750ml) intravenously daily for 3 days every 3 weeks---strength: pt uses a 5gm vial, 40gm vial, 10gm vial and 20gm vial to make up their 75gm privigen dose---pt reported that they are concerned because during the last two days of their privigen infusion, the curlin pump had stopped prior to infusing all of the medication in the privigen vials. Pt advised that per their infusion rn, on each day of their infusion the pump needed to run approximately 10 minutes longer to infuse all of the medication. Pt did not report experiencing any interruption to therapy or adverse events due to the defective device. It is unknown if the device is available for return. Pt did not provide the pump serial number. No additional details, dates, or information provided.